Event description:
(B)(4).

Manufacturer narrative:
(B)(4). We received one used omnifix 50 ml luer lock in open packaging, filled with liquid. The received sample was subjected to a visual investigation. Cleanliness means the absence of particles (e.g. Grease, fluff, chips, glue) at the surface (inside and outside), packaging (inside and outside), single packages (outside) and at the granulate. Nominal: max 4 particles less than or equal to 0.5 mm squared; max 1 particle less than or equal to 0.8 mm squared; no particle greater than 0.8 m squared. Actual: inside the liquid we detected one green particle greater than 0.8 m squared. We could not comprehend how the particles come into the syringe. However if the particle was already at the original packed sample, we assess this complaint to be justified. We have informed our manufacturing department accordingly. A follow up report will be provided after the statement is available.